Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited variable thresholds and an upward trend in thresholds. The impedance measurements were also rising. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.